Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via ms&s "the guardiva patch could not be removed off the patients' skin. Customer states they had one situation where one of her nurses tried to remove the guardiva patch off a patient with scissors and accidently cut the PICC line." Ms&s response "inquired if a skin prep pad is used, how often they change the guardiva patch, if the printed side of the device is facing up and if the catheter is resting on the slit portion of the guardiva dressing. Customer states they use aplicare skin prep pad prior to placing the guardiva patch and the printed side is facing up. They change the guardiva patch every 5-7 days with the catheter dressing change but is not sure about placement of the patch regarding catheter and slit portion. Informed we recommend positioning "the guardiva dressing around the catheter/pin site, so the catheter rests on the slit portion of the guardiva dressing. The slit edges should come in contact with one another to assure best efficacy". "To remove guardiva, hold that catheter and pick up the corner of the transparent dressing. In a slow and low motion pull the dressing away from the catheter. The guardiva dressing will lift off with the transparent dressing". Emailed guardiva application and removal guide."